Event description:
Revision of a mobilit ecima insert, trinity modular head and a meije duo stem after 2 weeks and 3 days due to fracture of the right hip following a fall. Note 1: the insert hlp413 is not cleared in the USA. Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.

Manufacturer narrative:
(B)(4) - initial report additional information including operative notes, x-rays, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per comp 949 - final report. Additional information including operative notes, x-rays, has been communicated in order to progress with the investigation of this event. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. As it was confirmed by the surgeon that the link between the event and the corin devices is excluded, due to the fall of the patient, no further investigation can be conducted, and the root cause is considered as external. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a mobilit ecima insert, trinity modular head and a meije duo stem after 2 weeks and 3 days due to fracture of the right hip following a fall. Note 1: the insert hlp413 is not cleared in the USA. Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.